Manufacturer narrative:
Additional information: due to characterization limit e1 (event site telephone: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery issue with message alarm 'battery maintenance required', cannot use the system currently. No injury reported.

Manufacturer narrative:
Updated fields:b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d3, f14. The technician's visit was canceled because our engineer determined it was no longer necessary, as the repair was no longer necessary. I understand he contacted them by phone because they could have fixed the problem themselves without a visit.

Event description:
N/a.